Event description:
While waking up a patient from anesthesia, the bite block broke off in the patient's mouth. The end portion of the bite block was able to be removed by the anesthesia provider safely. This would have been an aspiration risk if the broken piece was not discovered and promptly removed. The pieces of the bite block were saved and images will be attached to this report. Per site reporter: awaiting manufacturer response. This device will be returned to the manufacturer for failure analysis.